Event description:
Reportedly, during an ICD replacement, the physician could not implant the subject device because of difficulties on atrial channel connection (the screw did not blocked the lead on the connector). The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during an ICD replacement, the physician could not implant the subject device because of difficulties on atrial channel connection (the screw did not blocked the lead on the connector). The device will be returned for analysis.

Manufacturer narrative:
.

Event description:
Reportedly, during an ICD replacement, the physician could not implant the subject device because of difficulties on atrial channel connection (the screw did not blocked the lead on the connector). The device will be returned for analysis.